Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received an inappropriate treatment.   The device was started up at 22:34:24 on (B)(6) 2022. At 14:12:53, an arrhythmia was detected. ECG shows asystole with motion artifact. At 14:13:31, the patient received the inappropriate treatment. Oversensing of cardiac activity and motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the shock. The rhythm at the time of treatment was asystole with intermittent cardiac activity and motion artifact. The post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with motion artifact. The electrode belt was disconnected at 14:14:17 on (B)(6) 2022.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.